Event description:
Patient revised on (B)(6) 2020 due to dislocation from fall. Closed reduction performed under anesthesia initially but patient dislocated again. Surgeon explanted 36mm centered glenosphere with screw, 36/+3 standard humeral cup, and +9mm humeral spacer. Surgeon then implanted 40mm centered glenosphere with screw, 40/+6 stability humeral cup, and +9mm humeral spacer.